Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The target lesion was the right common iliac artery described as having moderate calcification and vessel tortuosity with a 100% stenosis. After pre-dilation with a 4 mm balloon catheter a smart control sds was advanced but failed to cross the lesion. Ballooning and sds delivery were attempted several times but the smart control could not cross the lesion. As a result of the repeated attempts the distal tip became frayed and the sds was removed and another new product was used and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15257551 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 15257551. Outer member subassembly lots 15250704 and 15250703 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Nineteen units were rejected during the assembly of lot 15250704 and 33 units were rejected during the assembly of lot 15250703. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. In this case, it is possible that the damage occurring to the catheter was related to procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.

Event description:
The patient was male but age was unknown. The target lesion was the right common iliac artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 100%. The target lesion was crossed with a radifocus guidewire (terumo) and pre-dilated with a 4mm balloon catheter (details unk). A smart control (complaint product) was advanced but failed to cross the lesion. Ballooning and sds delivery were attempted several times but the smart control could not cross the lesion. The distal tip became frayed, and another new product (details unk) was used and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. There will be no product return.